Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump repeatedly alarmed with a software error. The customer¿s blood glucose level was 225 mg/dl at the time of the incident. The customer did not provide information on events leading up to the incident. The customer declined to troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached/missing end cap. Unable to confirm new software release detected, failure of flash memory alarm and unable to perform any tests due detached/missing end cap.